Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the patient was hospitalized on 05/04/2014 with diabetic ketoacidosis and and blood glucose of 420 mg/dl. Treatment included insulin via IV and the pump, and IV fluids. Troubleshooting with customer support found the reporter had not completed the prime step after changing the site/set. Only primed 0.6u for prime total after set change. No pump malfunction was identified. This complaint is being reported as the patient experienced hyperglycemia subsequent to the user error of the pump not being properly primed.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.